Event description:
The customer stated that he was hospitalized for high blood glucose. No blood glucose reading was reported. The customer began having high blood glucose levels the day before the hospitalization. On the day of the hospitalization, the customer was vomiting, had ketones and was dehydrated. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime, high pressure and self tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.